Event description:
It was reported the patient's scs system charger does not communicate with her scs ipg. The patient stated she has not used or charged her scs ipg in over a year. The patient does not have stimulation therapy. A sjm representative met with the patient and attempted to communicate with the patient's ipg using the patient programmer and received the "stim off" message. A replacement charger sent to the patient did not resolve the issue. A second sjm representative met with the patient, however, the patient only brought her old charger to the meeting. The representative was unable to communicate with the patient's ipg using the old charger. The patient is pending additional follow-up with the sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.